Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, a type iii separation was observed between the aneurx 28x16x135 and the 16x16x115. The physician stated that the remodeling of the aorta most likely caused the limbs to separate. An intervention was performed and an endurant ii 16x16x82 endurant limb was implanted bridging the two separated grafts. On the final angiogram the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).